Event description:
It was reported that the customer encountered a malfunction with the pump. There was no information provided regarding the impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.